Manufacturer narrative:
One fogarty catheter with attached bd 1.0 ml syringe was returned for evaluation. The balloon was found to be ruptured and the ruptured edges of the balloon latex were not able to match up. No damage to the balloon windings, catheter body, or returned syringe was observed. The through lumen was occluded with clotted blood and it was not able to remove with warm water or stylet wire. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon was ruptured during use. There was resistance felt at the inflation test before use, however, this device was used and the balloon was ruptured. There were no patient complications reported. Patient demographic information requested but unavailable.